Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection procedure, when the surgeon tried to fire the device, they squeeze the light blue lever of the handle side to exchange the cartridge, but it was stiff and seemed unable to be moved. The procedure was completed with another device. There was no patient injury.